Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system had a battery failure. The manufacturing representative replaced the batteries. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned tray assembly batteries resulted in no failure being found through functional testing and visual/physical examination. Analysis states the batteries voltages were within specifications. Other relevant device(s) are: product ID: bi71000162, serial/lot #: rev. 3. Product ID: bi71000163, serial/lot #: rev. 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the imaging system, the system experienced a battery failure. There was no patient present when this issue was identified.